Event description:
Follow up call was made to the customer. The customer's mother reported sensor has been giving inaccurate reading which has triggered the threshold suspend feature on the insulin pump, customer blood glucose was off by 100 to 200 points. Customer's blood glucose was 200 mg/dl. Customer's mother declined troubleshooting. Customer's mother was advised to call in for troubleshooting when issues occurred. Customer's mother is not sending the sensor for further analysis.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.